Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to low blood glucose. Blood glucose reading was 52 mg/dl. The details of the hospitalization was not provided at the time of the call. The caller requested assistance with the bolus wizard information. The insulin pump will not be returned for analysis.